Manufacturer narrative:
8/8/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The product was not returned to the MFR for evaluation.

Event description:
The product was used during an oophorectomy procedure. Reportedly, the suture broke. The surgeon applied another product. The hosp has reported that no pt injury occurred.